Event description:
It was reported the patient was no longer receiving stimulation. The patient denies any falls. Surgical intervention was undertaken and the extension was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.